Manufacturer narrative:
As reported by the legal department, the patient was implanted with a cordis trapease inferior vena cava (ivc) filter on or about the year 2009. In approximately (B)(6) 2014, the patient presented to the medical center emergency room with complaint of lower back pain, abdominal pain and nausea. The patient was sent home after testing and diagnosis. The following day on (B)(6) 2014, the patient was transported via ambulance back to the emergency room where she was diagnosed in cardiac arrest. Subsequent imaging tests revealed possible thrombosis of the inferior vena cava below the filter, left retroperitoneal hematoma, and internal hemorrhage. A right lower lobe pulmonary emboli was also detected, and cardiac arrest resulting in death.   The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.   Without medical and procedural films for review, the reported thrombosis, internal hemorrhage, embolism, and cardiac arrest leading to death could not be confirmed. Thrombosis (blood clot) may be associated with immobility, medications, high blood pressure, high cholesterol, smoking, surgery, and family history. Once formed, they can travel to other parts of the body causing harm resulting in obstruction of an artery (embolism). In addition, a blood clot in an artery that supplies blood to the heart or brain may result in heart attack, which can lead to cardiac arrest, stroke, or transient ischemic attack (tia). Internal bleeding (also called internal hemorrhage) is a loss of blood that occurs from the vascular system into a body cavity or space. The use of "blood thinner" medications, often used to treat medical conditions associated with the above conditions, increase the risk of bleeding complications such as hemorrhage. With the information available, the timing and clinical cause for the reported thrombosis, internal hemorrhage, embolism, and cardiac arrest leading to death could not be conclusively determined. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.  Please note this is the initial/final report.

Event description:
As reported by the legal department, the patient was implanted with a cordis trapease inferior vena cava (ivc) filter on or about the year 2009. In approximately(B)(6) 2014, the patient presented to the medical center emergency room with complaint of lower back pain, abdominal pain and nausea. The patient was sent home after testing and diagnosis. The following day on (B)(6) 2014, the patient was transported via ambulance back to the emergency room where she was diagnosed in cardiac arrest. Subsequent imaging tests revealed possible thrombosis of the inferior vena cava below the filter, left retroperitoneal hematoma, and internal hemorrhage. A right lower lobe pulmonary emboli was also detected, and cardiac arrest resulting in death.

Event description:
As reported through the legal department, the patient underwent implantation of a trapease permanent inferior vena cava (ivc) filter in 2009. The indication for ivc filter insertion was bilateral pulmonary thromboembolism with extensive involvement. An inferior vena cavogram was done. The diameter of the inferior vena cava did not appear to be abnormally small or large. There were no intraluminal filling defects of thrombus or any collateral branches. The renal vein orifices were demonstrated well above the black mark on the end of the sheath. The inferior vena cava filter was deployed between interspace l3 and l4. Good deployment was noted. She tolerated the procedure very well. She was transported to the recovery room in stable condition. The patient¿s medical history includes: surgical: brain tumor surgery, neck surgery, carpal tunnel release, cholecystectomy, hysterectomy, sinus surgery, eye surgery, bladder sling insertion, vaginal mesh removal with rectocele repair, medical: varicose veins with phlebitis, chronic swelling of lower extremities, multiple episodes of pulmonary emboli, back and neck pain, urinary frequency, hematuria, fibromyalgia, sleep apnea and sleep disturbances, bilateral pulmonary emboli and restless leg syndrome. The patient remained on oral anticoagulation after filter placement. The ivc filter was successfully imaged in good position in 2010 and 2013. In (B)(6) of 2014, the patient presented to the emergency department (ed) with back and lumbar pain. Imaging was done that revealed: noted is a moderately large retroperitoneal hematoma on the left along with engorgement of the distal ivc and common iliac vessels, raising the question of thrombosis, ivc filter is in place above this level. The patient was discharged to home. The following day, the patient presented to the emergency department in full cardiac arrest with CPR (cardiopulmonary resuscitation) in progress. Symptoms are severe with additional symptoms of previous pe, and ivc filter. Presented via ems as full code after being found in pea arrest this am, epinephrine with compression with CPR in progress, 1 episode of ventricular tachycardia was successfully converted with cardioversion. She arrived to the ed hypotensive with b/p in the 70¿s, tachycardic and intubated. The patient coded several more times, was given code drugs and CPR. Presentation was with massive pe, as imaging yesterday demonstrated no abnormality. However, over-read of imaging demonstrated a large retroperitoneal hematoma. H/h (hemoglobin and hematocrit) dropped precipitously overnight, making internal hemorrhage possible. She was admitted; however, coded again after CT scan and died. The death certificate listed cause of death as pulmonary embolism and cardiac arrhythmia, complicated by coagulopathy and lupus and retroperitoneal hematoma, further listing the events as natural causes. The filter remains implanted; thus, unavailable for analysis.

Manufacturer narrative:
As reported, the patient underwent implantation of a trapease permanent inferior vena cava (ivc) filter. The indication for ivc filter insertion was bilateral pulmonary thromboembolism with extensive involvement. The inferior vena cava filter was deployed between interspace l3 and l4, and good deployment was noted. There were no reports of complications. The patient¿s medical history includes: surgical: brain tumor surgery, neck surgery, carpal tunnel release, cholecystectomy, hysterectomy, sinus surgery, eye surgery, bladder sling insertion, vaginal mesh removal with rectocele repair, medical: varicose veins with phlebitis, chronic swelling of lower extremities, multiple episodes of pulmonary emboli, back and neck pain, urinary frequency, hematuria, fibromyalgia, sleep apnea and sleep disturbances, bilateral pulmonary emboli and restless leg syndrome. The patient remained on oral anticoagulation after filter placement. The ivc filter was successfully imaged and noted to be in good position at 1 and 4 years after implant. Approximately 5 years after implant, the patient presented to the emergency department (ed) with back and lumbar pain. Imaging was done that revealed: a moderately large retroperitoneal hematoma on the left along with engorgement of the distal ivc and common iliac vessels, raising the question of thrombosis, ivc filter is in place above this level. The patient was discharged to home. The following day, the patient presented to the emergency department in full cardiac arrest with CPR (cardiopulmonary resuscitation) in progress. Symptoms are severe with additional symptoms of previous pe, and ivc filter. Presented via ems as full code after being found in pea arrest this am, epinephrine with compression with CPR in progress, 1 episode of ventricular tachycardia was successfully converted with cardioversion. She arrived at the ed hypotensive with b/p in the 70¿s, tachycardic and intubated. The patient coded several more times, was given code drugs and CPR. Presentation was with massive pe, as imaging yesterday demonstrated no abnormality. However, over-read of imaging demonstrated a large retroperitoneal hematoma. H/h (hemoglobin and hematocrit) dropped precipitously overnight, making internal hemorrhage possible. She was admitted; however, coded again after CT scan and died. The death certificate listed cause of death as pulmonary embolism and cardiac arrhythmia, complicated by coagulopathy and lupus and retroperitoneal hematoma, further listing the events as natural causes. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, pulmonary embolism and thrombosis within the filter and vasculature do not represent a device malfunction, and may be related to the underlying coagulopathy. Internal hemorrhage is a known potential event associated with the use of the ivc filter device. Cardiac arrest is a known potential event associated with the ivc filter device and may be related to the underlying retroperitoneal hemorrhage. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.